Event description:
It was reported by the rep that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, it did not staple or cut, and it was difficult to release from tissue. It is unknown how the case was completed. No consequence to the pt.